Manufacturer narrative:
Corrected data: upon further review, it was noted that section b3 (date of event) was addressed inappropriately in the initial MDR report. The correct event date for this complaint is nov 19, 2024. Therefore, the following field is being updated to reflect the correct information: section b3 - date of event: nov 19, 2024. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 09-jan-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection was performed on the suspect product received. The plunger rod was found advanced with viscoelastic residue observed distributed through the length of the cartridge. The cartridge tip was observed to have a stretch mark that was in specification for a used device. The lens module was inspected under magnification and presented with no damage; however, there was viscoelastic residue distributed through the entire length of the cartridge, and it could have contributed to the complaint event. The device assembly was inspected and presented with no assembly issue; however, viscoelastic residue was distributed below the lens module indicating that an excessive amount could have been used which may have contributed to the complaint event. The lens was removed from the tape on which it was received, and was attempted to be cleaned but tape residue could not be removed from the lens. However, a tear in the lens was observed, and a haptic portion was detached and missing. No further evaluation was performed. The complaint issue "dc-lens damaged" was not identified during product evaluation. The observed "dc-iol torn" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) squeezed and broke before injection into the patient's eye. Through follow-up we learned that a medium resistance was noticed during lens preparation. Directions for use were followed. There was no patient contact with the product. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: n/a - lens was not implanted. Section d6a: implant date: n/a - lens was not implanted. Section e1: telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.